Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis (based on rlfs logs): ¿ the case associated with the reported complaint was started on (B)(6) 2025, with the pump sn: (B)(6). ¿ during support, on the complaint date of (B)(6) 2025, the console displayed ¿placement signal not reliable (opm invalid signal, optical pump connected) ¿ alarm,¿ event #1036. ¿ during the psnr alarm, the contrast was oscillating between -3276.5 and +3276.7. This confirms the reported failure mode. ¿ the psnr alarm was resolved automatically during support on (B)(6) 2025. ¿ additionally, there was a ¿controller error (opm comm stopped) [optical pump connected] ¿ alarm,¿ event #1043, which was resolved automatically in 18 seconds. Device analysis: this console was tested after arriving at fs. The average power at the optical bench connector p4 was 4.8 v, as intended. Although the contrast, gain and snr were within specifications, the lamp power was out of spec, measuring only 2.55 w, which is supposed to be greater than 2.7 w according to the pm procedure (B)(4). Root cause: ¿ the root cause of the psnr alarm was a lamp malfunction. ¿ the root cause of the controller error and loss of placement signal was due to an aic software issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 updated. H3 updated. H6 updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
Data analysis (based on rlfs logs): during support, the console displayed ¿placement signal not reliable (psnr) (opm invalid signal, optical pump connected) during the psnr alarm, the contrast was oscillating between -3276.5 and +3276.7. This confirms the reported failure mode. Device analysis: not applicable, as the console was not returned for investigation. Root cause: the root cause for the psnr alarm was not determined, as the console was not returned for investigation. The root cause of the controller error was due to an aic software issue. This was entered into jama with defect/ bug.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Placement signal not reliable alarm occurred. Troubleshooting was completed, but the issue persisted. The staff were advised to replace the console for ongoing support which the doctor will do with perfusionist. The patient outcome was noted to be stable.